Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned in its entirety; only the outer sleeve was returned for evaluation. The damaged inner shaft was not returned, so the fractured area was unable to be evaluated. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of polaris 5.5 screw inserter broke off while removing screw during a surgery to address additional levels. Another device was used to complete the procedure without patient impacts. The fragment was removed from the wound.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of polaris 5.5 screw inserter broke off while removing screw during a surgery to address additional levels. Another device was used to complete the procedure without patient impacts. The fragment was removed from the wound.